Event description:
Clinician reported that they attempted to use product but the seal was broken. Doctor had another implant to complete procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided . B3: date of event unknown / not provided. E1: last name unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw vent implant (tsvtb10) and packaging were returned for investigation. Visual/physical evaluation of the as returned product identified that the green cap was cracked/broken but the tamper seal not broken. Therefore, the coob was confirmed. DHR review for the lot (1259414) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1259414) and no similar event or complaint was found. The customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants, ifu4869, rev 9 - 10/19. Information identified: product packaging. Per the applicable IFU, all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. A definitive root cause has not been determined yet since investigation is currently in ¿review¿ stage. However, according to the investigation and pfmea, the reported event might have occurred due to manufacturing issue. This is an ongoing issue which is currently being monitored. Nc-000849-2024, hhed-2023-00023 / hhe-2023-00021 and CAPA-000227-2024 have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, reported malfunction did occur, and the reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative